Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: b6, b7, d11, g1(contact person) no parts were necessary to be replaced and the iabp has been returned to customer for clinical use.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g4, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and determined that the event was caused by user error. The unit passed the fiber optic test twice. A supplemental report will be submitted when additional evaluation and repair information becomes available.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had fiber optic sensor failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.